Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 529 mg/dl. Customer reported that the battery cap was broken. Customer reported that the insulin pump had blank display. Contacts on battery cap missing or damaged. Insulin pump not exposed to moisture. The insulin pump will not be returned for analysis.